Manufacturer narrative:
A non-sterile orbit galaxy cmplx frame coil 20x30 was received coiled inside of a plastic bag. The hypotube was found broken at 115cm from the proximal end of hub. The introducer was found zipped without damage. The support coil, gripper and the embolic coil were found inside of the introducer. The gripper, embolic coil and the hypotube were inspected under microscope; no damages were noted on the gripper and the embolic coil while the edge of the broken section of the hypotube showed evidence that it was kinked before it was broken. A review of the manufacturing documentation associated with this lot 17167999 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the delivery tube separated during use was confirmed. The separated condition was apparently caused by applying excessive force on it but this could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. This report is related to MFR. Report #3008264254-2015-00038.

Event description:
The contact at the hospital reported that when advancing two galaxy coils (640cr2030/ 17167999) into microcatheter (details unknown) during a procedure to embolize an aneurysm at the renal artery, the delivery tube wire snapped on both units and separated into two pieces. The coils and rest of wires were recovered and not implanted in patient. The fracture and separation happened outside the microcatheter as the product was being introduced into the microcatheter. The units were simply removed without any additional medical intervention. The procedure was continued by embolizing the aneurysm using orbit galaxy coils (details unknown.) There was no significant clinical delay to the procedure as a result of the issue. At the time of initial contact the devices were available for return. An adequate continuous flush was maintained through the catheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance during advancement of the coil through the microcatheter. There were no kinks noticed on the microcatheter.